Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited dirt on the connecting tube, rubber part of the electrical connector and forceps elevator wire. The acoustic lens also had scratches that reached the adhesive layer. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the damaged acoustic lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.